Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. However, the manufacturing record was reviewed and found no irregularities. In addition, it was found that the subject device was sent for a repair and damage was found in the component of the amplifier. Based on the past similar cases, it was known that the device failed to activate output since the overcurrent occurred in the fuse and the fuse was cut due to the damage in the fet of the amplifier. Omsc presumes that the fet was damaged because the device was used for a long time (12 years after production).

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic partial hepatectomy, the subject device was used. In the procedure, the sonosurg that had been used with the subject device gave off abnormal noise and did not activate output. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the exchange of the generator due to output failure.